Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. There were no complications that occurred during the procedure. The patient was given eliquis to take post procedure. Later that evening the patient developed a pericardial effusion. The physician performed a pericardial tap and the effusion resolved. The patient spent a few days in the hospital recovering, but has since been discharged home and is doing fine.